Event description:
Customer reported testing with the freestyle meter receiving low readings. Customer based insulin dosage on these readings. Paramedics were called and the customer was transported to the hospital. Bood tests were taken and customer was released later that day. The same day their fiancee took customer to another hospital where customer was admitted for 6 days. The customer reported being admitted to the hospital because customer didn't take enough insulin based on the low freestyle results customer received.